Event description:
A report was received that the patient was experiencing difficulty charging the ipg. Database analysis revealed no anomalies. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. Database analysis revealed no anomalies. The patient will undergo an explant procedure.

Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. Database analysis revealed no anomalies. The patient will undergo an explant procedure.

Manufacturer narrative:
Device manufacture date: 06-jan-2015. Additional information was received that the physician did not suspect malfunction on the ipg.